Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was unknown. It was reported the pump was "no longer functioning". The hcp had no additional information regarding this event and was not sure if the pump stopped functioning due to expected battery longevity. No symptoms were reported. No further complications were reported.